Event description:
It was reported that after the synfix cage and all bone screws had been placed, the surgeon attempted to remove the insertion device from the cage. The implant did not appear to be fully disengaged from the insertion device. The tip of the inserter that threads into the implant broke off and had to be recovered from the implant. The fragment was easily removed, and surgery was successfully completed with approximately a one minute delay. There was no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: a synfix mini-open implant coupling (03.802.200 lot 6581149) was received with a broken distal tip. The implant coupling is specifically utilized to mount an aiming device to the synfix implant. The system technique guide specifically notes that the ¿aiming device should fit snugly against the plate. Do not over tighten¿. The returned instrument was examined under magnification and the complaint condition of ¿tip broken intraoperatively¿ was confirmed as the distal most 12.7mm were missing from the device tip; the fragment was not returned. The material appears homogenous at the fracture site, which, teamed with the spiral fracture pattern, is consistent with failure due to excessive torsional load. Additionally no design or manufacturing deficiencies were identified during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.